Event description:
The manufacturer recieved an allegation of a "ventilator service required" alarm. The device was replaced with a backup. During the evaluation of the device, the event log confirmed an error related to the pressure sensor was confirmed. Disassembly internal checking was performed, and adhesion of dirt and dust to the flow sensor was confirmed. Therefore, it is possible that the reported issue was caused by the dirt on the flow sensor, and the flow sensor was replaced as recurrence preventive action.